Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg would not hold a charge. Device malfunction was suspected. The patient will undergo a replacement procedure.

Event description:
A report was received that the patient's ipg would not hold a charge. Device malfunction was suspected. The patient will undergo a replacement procedure.